Event description:
It was reported that the only 170 units of insulin out of 270 units of insulin was able to be filled into the cartridge due to an unspecified issue. There was no adverse impact to customer's blood glucose level. The customer changed cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.